Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2025. It was reported that they were experiencing discomfort/soreness/pinching. The issue was not resolved and was still ongoing. The wires moved last friday night on (B)(6). They called the nurse and were given instructions over the phone on how to fix it and get their programmer back online. Their back has also been sore since their procedure. The patient reported that the stim was not working.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date: (B)(6) 2025; brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.